Manufacturer narrative:
(B)(4). Additional information: batch # m92f7u. The analysis results found that the er320 device was returned with a malformed clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 14 clips as intended. No conclusion could be reached as to why may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the clip was fed into the jaws sideways. After the clip was removed, the device functioned as intended. The device was used as-is to complete the case. There were no adverse consequences to the patient.